Manufacturer narrative:
The customer reported that their gas module is displaying different readings than what they expect. For example, they said that they put in 6% of des. And they got 6.5% on the gas monitor. He also mentioned that they swapped to another multigas unit, and this device showed the correct/expected readings. No harm or injury was reported.

Event description:
The customer reported that their gas module is displaying different readings than what they expect. For example, they said that they put in 6% of des. And they got 6.5% on the gas monitor. He also mentioned that they swapped to another multigas unit, and this device showed the correct/expected readings. No harm or injury was reported.